Event description:
It was reported that during a lobectomy procedure, after firing the device, there were malformed staples. As a result, bleeding occurred it was not noted how case was completed. Procedure was extended 210 minutes.